Event description:
As reported (B)(6) 2015, a patient of unknown age and gender underwent an angiographic procedure. As the treating physician began to place the diagnostic angiographic catheter, the tip of the catheter fractures off. The catheter had not been placed inside of the patient. The device was set aside, and a new of the same was used to successfully complete the procedure. The patient suffered no harm or injury due to the event as the device did not come into contact with the patient. The disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).